Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a cervical spine procedure the tracker on the imaging system was not detected. After booting up the imaging system and the mobile view station (mvs), the trackers, (both left and right), were not visible to the navigation system. There were no errors shown and all of the instruments and the reference frame appeared. The site also rebooted the systems at which point the issue resolved. There was a reported delay to the procedure of 15 minutes due to this issue and no impact on the patient outcome.